Manufacturer narrative:
For 2 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 1 of the reported events, the o2 module and the n2o module were replaced. To resolve 1 of the reported events, the inspiratory flow sensor was recommended for replacement. (B)(4). Serial numbers: (B)(4).

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model 1012-9620-000 anesthesia gas machine experienced inaccurate delivery. 1 event was reported for o2 and n2o not tracking correctly which could result in a hypoxic mix in the patient circuit. 1 event reported for a malfunction causing tidal volume delivery exceeding 20% of set value. These reports were received from various sources. Of the 2 events, 2 did not involve a patient.